Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe was unable to cut and aspirate normally. Even when the cutting speed was reduced, it still could not cut or aspirate during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened hypervit probes without tip protectors in trays were received for the report. Sample 1 was not within the reported pak lot number reported based on radio frequency tag identification; therefore, no sample evaluation was performed. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, on the port face and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, and o-rings are all intact. Bottom o-ring has inner diameter damage. Excessive adhesive at top area where diaphragm is bonded to the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation does not confirm a cut or actuation failure. A potential manufacturing-related contributing factor was identified. Specifically, damage to the o ring and the presence of excessive adhesive at the diaphragm were observed during the evaluation. These conditions may have contributed to the device performance issue and therefore cannot be ruled out as potential contributors to the event as reported. Sample 1 was not within the reported lot and no evaluation was performed. The returned sample functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).